Event description:
The manufacturer was contacted in relation to the voluntary field safety notice/recall notification concerning the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information indicating that a user of a remstar auto a-flex device was diagnosed with lung cancer while using the device. The user also disclosed a history of smoking for over 20 years. The device has since been discarded by the user. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in relation to the voluntary field safety notice/recall notification concerning the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information indicating that a user of a remstar auto a-flex device was diagnosed with lung cancer while using the device. The user also disclosed a history of smoking for over 20 years. The device had since been reported as discarded by the user. The device was returned to the manufacturer for investigation. During the evaluation of the device, the manufacturer visually inspected the device and found evidence of sound abatement foam/breakdown in the device. The product investigation lab initiated therapy with the device and verified airflow, using a good, supplied power supply and ac power cord. The product investigation lab also observed the customer's humidifier heater plate did heat. The product investigation lab observed the following sound abatement degraded foam indications: ·black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. ·tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. The product investigation lab was able to confirm the presence of degraded sound abatement foam. Additionally, the device log files were successfully downloaded and reviewed in full. No actionable errors were noted in the log files. The product investigation lab observed dust-like contamination at the air inlet, on the pca (printed circuit assembly), and in the blower box and throughout the inside enclosure. Also, the lcd display was missing segments, possibly due to a faulty lcd. There was also dust-like contamination throughout the humidifier enclosure, the water tank lid was missing, and there were potential mineral deposits inside the water tank. The product investigation lab can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The product investigation las was unable to address the symptoms specified. The manufacturer has updated box h in this report.